Event description:
It was reported that the user could view glucose readings on her phone and watch but not on the ilet, and the device displayed a restart code 60 indicating a bluetooth communication error; the user restarted the ilet, did not receive another restart code, toggled from g6 to g7, and restarted the sensor. Symptoms included loss of glucose data display on the ilet. Outcomes included temporary interruption of ilet glucose data availability without hospitalization. Investigation included review of alarm history and guided troubleshooting steps including device restart, cgm mode toggle, and sensor restart. Investigation of this case revealed a bluetooth communication issue consistent with a device communication malfunction affecting the internal ble board, which resolved after restart and cgm reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication fault not reproduced after restart and consistent with user-correctable device behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.